Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation, fse was not able to reproduce the reported issue. Then the fse had further cleaned and re-fixed the flexible cable connector of the display unit. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that during use on patient, the cs300 intra-aortic balloon pump (iabp) had a disturbance in screen display.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h10.

Event description:
N/a